Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient experienced syncopal episodes possibly related to damage of the right ventricular lead at implant and undersensing. The rv lead had high impedance and lead fracture is suspected. The lead was capped and replaced. Malfunction of the implantable cardioverter defibrillator (ICD) was also suspected by the physician so the device was explanted and replaced as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No evidence of undersensing and high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.